Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital with a ventricular tachycardia storm, low, out-of-range hv lead impedance was observed. The lead was capped and replaced. The patient was in stable condition post-procedure.